Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. One of the brushes on 2 brush head sheared off [device breakage]. Case description: consumer stated via chat that one of the brushes on her 2 brush head sheared off and nearly choked her. No serious injury was reported.

Manufacturer narrative:
27-nov-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 01-oct-2018. Product return was received and investigated. Investigation results showed that the complaint is caused by a worn latching hook at the brush plate. Reason for the wear is the usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Nearly choked [choking sensation] one of the brushes on 2 brush head sheared off [device breakage] case description: consumer stated via chat that one of the brushes on her 2 brush head sheared off and nearly choked her. No serious injury was reported.